Manufacturer narrative:
Reporting address line 1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the power cable does not have the electric safety values. It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
H10: philips received a complaint noted by bench repair on the v60, indicating that the power cable does not have the electric safety values. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's bench repair evaluated the device and observed that the device's power cable must be replaced because it does not comply with the established values of electrical safety. Per remote services good faith effort (gfe) response received (B)(6)2023, it was confirmed that the customer declined service and repair. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.